Event description:
It was reported when the implantable neurostimulator (ins) was on, the patient experienced a shooting pain in the left leg and a bee sting sensation around the ins area which would periodically shoot down the left leg. It was reported the patient¿s left leg almost wanted to jump due to jolting. Symptoms began about a month ago and were reported to be progressively getting worse. It was reported that the symptoms were intermittent, described as not constant but coming and going. When the ins was turned off the symptoms would reportedly go away. It was reported that the ins was implanted on the left side. It was reported that the last time the manufacturer representative saw the patient she was doing great, getting good coverage, and had previously felt stimulation in the left leg. There was no reported accident or incident related to the current event. It was further reported that movement did not cause stimulation changes. Impedance measurements were reported to be normal. Electrode impedances showed no out of range results and with a reference of 0 were in range of 500-775. Group impedances were reported to have initially showed ¿---,¿ but after the amplitude was increased they were reported to be b1 451 ohms, b2 440 ohms. Three electrodes were used on each lead and for each program (6 total electrodes for the group). It was reported that programming had been adjusted by going up and down the lead, but that the issue remained unresolved. Regardless of the amplitude setting or programming, it was reported the patient would get a burning sensation radiating down the leg, making the left leg want to jump. Further, the manufacturer representative reportedly thought it was more about how long the ins was on that caused the symptoms. The manufacturer representative also thought the leads were in a good location and did not think the leads had moved. It was reported that coverage was still there, and that x-ray had not yet been performed. Additional information received reported the cause of the issue was not determined. Electrode and group impedances were reported to be in normal range. The patient was reprogrammed and wanted to work with the new programs to see if that would help. It was reported the patient was going to follow up with the manufacturer representative in a couple of weeks to determine the next steps, which were reported to include a consultation for revision and potential battery replacement.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).